Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the implantable cardioverter defibrillator was alarming. A request for additional information was made and it was learned there was low atrial impedance and under-sensing. It was also reported the right atrial (ra) lead displayed high thresholds. The lead was capped, replaced, and no patient complications have been reported as a result of this event.